Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2011, the nurse contacted animas on behalf of the patient and reported that the patient was admitted to a hospital on (B)(6) 2011, for dka and an elevated blood glucose level of over "700 mg/dl". The patient was placed on an insulin drip. The nurse wanted the pump to be reviewed. However, the pump was not available at the time for troubleshooting and the nurse was unable to provide any further information. Later that same day, the patient's husband contacted animas and provided additional information. Alleging that the pump had an intermittent power issue. The patient's husband admitted that the patient was reusing her cartridges. In addition, on (B)(6) 2011, at 10:39 am, an occlusion alarm reportedly occurred. The bolus history revealed that only 2.55 units of a 4.55 unit bolus was delivered. The patient reportedly did not troubleshoot the occlusion alarm and did not deliver the remainder of the programmed bolus. The patient cleared the alarm, disconnected, and reprimed. At that point, the patient got another alarm which she cleared. No additional boluses, primes, or site/set changes were noted following the alarm. According to the animas representative involved in this contact, the patient did not implement a backup plan for insulin delivery. The patient's husband mentioned that the patient had a flu and fever. Based on the information provided, this complaint is being reported due to the following conclusion: a nurse claimed that the patient was hospitalized for hyperglycemia. However, the patient's injury can be attributed to possible use error since the patient was reportedly reusing her cartridges, not troubleshooting her occlusion alarms properly, and not changing out her sites/sets as recommended.